Manufacturer narrative:
An event of infection was reported to abbott. The patient's scs lead wire is poking out their back. Surgical intervention occurred where the lead was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs lead wire is poking out their back. Surgical intervention occurred where the lead was explanted.